Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid lot number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: d4: lot number updated to u2410008, UDI updated to (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4, h4: expiration date and device manufacture date are currently unavailable; therefore, UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that this was an arthroscopic rotator cuff repair procedure, it was observed that the suction on the device was clogged. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: a manufacturing record evaluation was performed for the finished device lot number: u2410008, and no non-conformances were identified. The investigation has been updated to reflect the correct information: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that its power cord shows some dents, the rest of the device is in a normal used condition. Ablate and coagulate function worked as intended. The device was sent to the supplier for suction function evaluation. The supplier performed an evaluation with the following results: tissue debris in the active tip. Handle assemblies, cable and plug were in good condition. Procedural residue visible in suction tube. The device passed all electrical checks. However it failed functional checks of flow rate test before and after activation. From our internal investigation performed on the returned complaint device, we were able to confirm the customer reported event that during surgery, it was confirmed that the suction was clogged when the product in question began to be used. The complaint device was found to fail flow rate test specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during additional unblocking techniques. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. The product ifij cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product ifij warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk within for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as low as reasonably achievable (alra). As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to user. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.